Event description:
The following has been reported: "displayed error number error30-0002 after the device is turned on." Error 30 is defined by the technical manual as a timekeeper issue. Reporting due to the referenced issue as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.